Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed downstream occlusion and has a battery case problem. ?no adverse patient effects were reported by the customer".

Manufacturer narrative:
Other text: b3. Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found that the device had a bubbled dso seal and a damaged battery compartment and battery door. During the functional testing, it was confirmed that the downstream occlusion sensor seal was bubbled. The root cause of the issue is still being investigated but could also be from customer damage. The dso seal and battery compartment were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation so a DHR review was not performed. Service history review identified this device was last serviced in may 2022 and there was no indication the complaint was related to previous service of the device.